Manufacturer narrative:
Based on the current information provided, the cause of the post-operative complication is unknown. Isi has attempted to contact the site to gather additional information regarding the reported event. However, as of the date of this report, no new information has been obtained. If additional information is received, a follow-up MDR will be submitted. A review of the system and instrument logs has been performed. There were no observed events in the system logs that would suggest a product issue, and logged events are in line with normal system functionality. Additionally, all instruments used in the case were used in subsequent procedures, with the exception of the following: double fenestrated grasper (part # 420189-07; lot # m10120522-829) and site reviews have shown that no complaints were filed against the instrument. Permanent cautery spatula (part # 420184-06; lot # m10120830-009) and site reviews have shown that no complaints were filed against the instrument. As of (B)(6) 2020, a review of the site's complaint history has been performed and no related complaints have been identified. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted pulmonary lobectomy procedure, the patient was found to have dvt and suspected to have developed a pulmonary embolism. As a result, the patient received anti-coagulant therapy. However, although there is no indication that a malfunction of the da vinci surgical system occurred, the cause of the post-operative complication is unknown. Follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date not applicable because the product is not implantable.

Event description:
It was initially reported that after undergoing a da vinci-assisted pulmonary lobectomy procedure, a female patient in her 70's had an ultrasonography procedure performed on the veins in a lower limb, in addition to a echocardiography procedure as a result of elevated levels of soluble fibrin and d-dimer in her post-operative day #1 blood sampling. Deep vein thrombosis (dvt) was found and the patient was also suspected to have a pulmonary embolism. As a result, the patient was treated with anticoagulant therapy and discharged one week post-operatively. The hospital commented that it is unknown if the post-operative complications were directly related to the robotic surgery. There was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. On 21-may-2020, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event. The surgical procedure was recorded on video. However, the video is not available for isi to review. No malfunction of a da vinci system, instrument, or accessory occurred during the surgical procedure which was completed robotically. There were no conversions to traditional laparoscopic or open surgery. The patient reportedly recovered and was discharged from the hospital within one week.